Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) sealant was attached to the sheath and was exposed. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedure sheath was pull back to the shuttle handle. The advancer tube was not returned with the device. The sealant was returned separated from the device. The sealant was approximately 5 mm x 7mm and soaked in blood. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1834102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant was not observed stuck to the sheath, and the advancer tube was not received. Therefore, the exact cause of the issue reported could not be conclusively determined. Based on the limited information available for review and product analysis, the customer may have been referring to the advancer tube instead of the sheath, and handling factors (such as over-tamping) can contribute to the sealant sticking to the advancer tube during removal from the patient. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in sealant adhered to the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract. Neither the phr, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) sealant was attached to the sheath and was exposed. There was no reported patient injury. The product will be returned for analysis.